Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy. The consumer stated that the patient has not had therapy benefit since implant on (B)(6) 2017. The consumer stated when the patient left the hospital, the setting was very low because the patient was sore from the implant. Since then they had been increasing by 2 tenths of a point daily. The consumer reported that on (B)(6) 2017, they could not increase the stimulation and the therapy was off. The consumer was given instructions to turn therapy back on and they were able to increase stimulation. The patient could then feel stimulation. Additional information received on (B)(6) 2017 reported that the patient saw their healthcare professional (hcp) who said the setting was too low, so they increased to a higher level. The patient was at 5.0v and did not seem to be regulating bowel or urinating symptoms. The consumer stated the patient was still having urinary frequency every hour or two. The consumer stated they increased again to 5.5v that morning and symptoms were getting worse. The consumer stated they were not physically with the patient but will try changing programs when they are with the patient. It was reviewed that if all 4 different programs do not help with symptoms, the patient may follow up with the hcp for reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient's friend stated patient had been having frequent bowel movements about every half hour to an hour. Caller said last night bowel turned to diarrhea and patient hadn't eaten anything strange. Caller stated that the programs had not worked for both bowel and bladder at the same time. Caller stated each program had something wrong. Caller said programs weren't controlling urine enough or patient was having too many bowel movements. Caller stated one program would work for bowel and then not for bladder and then another program with work for bladder and now bowel. Caller said that they had never found a program that works great. Caller said the first 4 programs didn't work for the patient so they met with their representative to have another 4 programs put in. Caller said those 4 programs were not working for the patient either. Caller said that they had gone through all 4 current programs and increased on all of them and they were not effective for the patient. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Event description:
Additional information was received from the patient on 2017-apr-10. The patient reported that the device needed to be changed from 3.0 to 5 and that further adjustments were made according to activity. It was indicated that the lack of therapeutic effect was resolved. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.